Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. It was reported that during evaluation at the manufacturer that there was a substance on the nose cone which could indicate that the device was leaking. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection the bearing and the rotor coupler were worn.